Event description:
Customer reported a button error on her insulin pump. The device was in her pocket with her continuous glucose monitoring device and it may have pressed the buttons down for three minutes. Customer's blood glucose is 217 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker and cracked case near display window corners. No button error alarms noted. All the buttons did function properly. However, moisture damage was noted on the keypad traces.